Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, a21 error, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm, no a21 alarm and no a17 alarm noted. The low reservoir alarm functioned properly during our testing. However, the insulin pump was received cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarm a21 and a17. Customer's blood glucose was unknown mg/dl. The customer stated that they received alarm after every battery change. It was explained to the customer the a21 alarm. The customer doesn't have the temp basal. The customer was advised that the device would be replaced.